Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the co with a product complaint, concerns a male pt of unknown age or origin. Relevant medical history and concomitant medications were not provided. The pt was taking insulin lispro protamine suspension 75% /insulin lispro 25% (humalog mix 75/25) via a cartridge via a humapen ergo, burgundy/clear device, for the treatment of an unknown indication, beginning on an unk date. On (B) (6) 2008, it was reported that the humapen ergo, burgundy/clear device (lot 0411a04) lead screw was not pushing the plunger enough and the engagement tabs were missing. This humapen ergo, burgundy/clear device is associated with (B) (4) and humalog mix 75/25 cartridge (lot number unknown, did not ask). The action take with humalog mix 75/25 was unknown. The user of the pen was a consumer and the user's training status was not provided. The pen return status was not provided. The pt had used this device model one to two years. It was unknown if use with another humapen ergo device was continued. Further info will be added when received. Update; (B) (6) 2008: upon review, removed serious criteria of other. No other changes made to case.

Manufacturer narrative:
Compalint suggestive of reportable malfunction/near incident. Will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.